Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined the cause of the reported failure to be due to an electrical open of the high energy storage capacitor. A replacement device was provided to the customer.

Event description:
It was reported that the device would not operate on dc (battery) power. There was no patient use associated with the reported failure.